Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer stated that shes changed set 3 times blood glucose checked 20 minutes ago blood glucose 31.3 mmol/l recommended correction with injection while we troubleshoot. Customer checked blood glucose again 29 mmol/l. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.